Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified vessel. After a non-bsc guide wire crossed the lesion, a 7.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilatation. However, the device became stuck with the guide wire. During removal, the guide wire and the shaft of the balloon was kinked. The procedure was completed with a 6.0 mustang balloon catheter. No patient complications were reported.